Event description:
It was reported that during a flap breast reconstruction procedure, the device was applied to the vessel and the clip severed the vessel instead of sealing it. The case was completed with an additional gun, which also jammed as clips backed up and was difficult to apply on the vessel. There were no adverse consequences for the patient. Three devices were discarded.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.